Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that since day of implant, they were not feeling stimulation and reported they are incontinent. The pt stated they are not feeling the "zing" that pt felt with previous implant (confirmed by this statement referring to normal feeling of stimulation). The pt stated therapy is currently on program 4, 8.1v and reported they are not feeling stimulation and pt is incontinent every night. The pt later stated they have therapy at 8.2v and pt is not feeling stim, not getting relief. The pt inquired about how high they can increase stimulation and for guidance on what program to change to. Patient services reviewed max amplitude, therapy and program overview. Patient services also reviewed how to change programs and the role of patient services; they redirected pt to hcp for guidance on program changes. The patient was redirected to their healthcare provider to further address the issue.